Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 24-jun-2024, it was reported that the patient faced infusion set was leaking from the site. The infusion set was in use for 2 days. No further information available.